Event description:
Complainant alleged that during a routine shift check by a clincian, the device failed to discharge. The device was tested by biomed and the malfunction was not duplicated. Complainant indicated that there was no patient involvement in the reported malfunction.